Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead was unable to be implanted and was replaced for an unspecified reason. The procedure went well with no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.